Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the items were being issued out as quantity zero. A technical support specialist (tss) identified that the issuance of item for amount of zero was found to be related to the product incident 61904, pending confirmation. The tss clarified that issuing key items below zero quantity was functioning as designed behavior, where warnings are displayed but do not prevent issuance. The issue was escalated to development and were engaged to investigate and work toward a resolution. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the items were issued out with a quantity of zero. The devices affected by this event could cause a delay in access. However, there were no delay to patient care and adverse events or injuries reported based on this incident.